Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to the customer: "infusion with cytostatic drug by cytoset and inf. Space. The users claim that the pump or cytoset did not work . After the start of therapy on 31.03 at 13:00 hrs. For adriblastina, it was observed on 01.04 at 08:00 that the infusion bag was full and therefore the solution was not administered. You claim that the clamps in the cytoset were correctly open for cytostatic and closed for the irrigation solution and that there were no alarms. Occurred. Customer may make a report to swissmedic. There is only the pump is available as a sample. Did I understand the error picture correctly, the solution was not administered and the pump did not give an alarm so that you could have noticed that the solution was not running? Yes exactly they claim so. In my opinion, it could also be that they did not turn it on at all or a too low flow rate. What were the consequences for the patient? They don't say anything specific about the patient. But they do say that due to the stability of the drug, a new administration was started immediately on 01.04. Was there any patient harm? If so, what was it? None were reported to us."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and a production seal on the lower housing were intact and undamaged. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 a date of the incident is available, the history files from 2022-03-31 -2022-04-01 were investigated. It could detect that the infusion was started and stopped several times. The act. Volumes infused values are correctly. The infusomat space works within our specification. Furthermore, the history files doesn´t shows any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,72%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification.